Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field engineer visited the site and performed troubleshooting measures, which included powering on the system and identifying a non-recoverable fault. The engineer referenced a known issue and consulted technical support regarding the necessary parts for repair. The vertical drive power cable was replaced, and after the part replacement, the hrsv was able to move up and down without any issues.

Event description:
It was reported that during a hiatal hernia - paraesophageal procedure using the da vinci 5 system, the hrsv/viewer would not move at the beginning of the case after powering on the system, with the handles lit blue but unable to be moved. The customer continued with the case and planned to perform a hard power cycle of the surgeon console after the procedure. Initial troubleshooting was performed by technical support, who reviewed live event logs and identified several surgeon console faults, and recommended further troubleshooting and inspection of the cable for damage. The procedure was completed as planned with no report of patient injury.